Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open unknown procedure, the blade was broken off. The blade tip was retrieved and no pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the procedure was CABG. The blade was broken off in the patient during use and the piece of the blade was retrieved. No pieces were left in the patient.